Event description:
Reporter indicated that vns patient was experiencing difficulty breathing and that testing had been done that resulted in a diagnosis that the left side of the patient's diaphragm was not working properly.